Event description:
It was reported that the suresigns vs4 device was not producing any sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated there was no sound coming from the vs4, but all power lights are green. Based on the information provided it was determined that the main board needed to be replaced. The customer biomed was provided the parts identification and a quote for a replacement main board. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.